Event description:
At implant, the pump was filled with "20 cc (maybe 21cc's)" of dilaudid. The low reservoir alarm date was set for 2009 at 2 cc. The pt came in four days prior for his first refill. The expected volume was 7cc; however, after multiple attempts and a couple different syringes, the nurse practitioner (np) was only able to withdraw 1 cc out of the pump. The needle was in the bottom of the pump; they used the extension tubing and clamp; there was the normal resistance (negative pressure) with the first 1cc; and then nothing. After more attempts to withdraw the remaining 6cc and not being able to, the np filled the pump with new drug, but was only able to fill it with 14cc of drug; it would not accept any more. The 14 cc was entered into the pump as the new drug volume. Further troubleshooting was planned for the next refill visit. It was noted that the np had been filling pumps for about five years and was very skilled at the technique. The pt did not have any symptoms related to the event. Additional info has been requested, a follow-up report will be sent if additional info becomes available.